Event description:
It was reported that revision was performed due to dislocation.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history revealed no prior complaints for the listed lot/failure mode. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.